Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'the speaker is not working' was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue of speaker is not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.